Manufacturer narrative:
The customer was unable to have the reported glidescope bflex 5.8 single-use bronchoscope returned to verathon for evaluation as it had already been discarded. Since the device was not returned to verathon for evaluation, the cause could not be determined. No further information was made available regarding the reported incident despite following up as part of verathon'sinvestigation of the reported event. No lot number was provided and the manufacturer and model of the et tube used with the subject bronchoscope was not provided. Review of the photo provided by the customer shows the tip of the bronchoscope completely detached; however, the exact cause of the detachment was not able to be determined based on the photo and limited information provided to date. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Trending analysis for the glidescope bflex 5.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an emergency care procedure, using a glidescope bflex 5.8 single-use bronchoscope, the tip of the bronchoscope detached in the et tube (size 8.0 mm). They reported that hr lubricating jelly was used with the bronchoscope as a lubricant. The device was not retained and the lot number is unknown. The customer provided a photo of the glidescope bflex 5.8 single-use bronchoscope showing the tip completely detached. No use of a backup device or harm to the patient was reported.